Event description:
The customer reported burn at the distal tip during reprocessing involving an Olympus Bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported event was confirmed.Based on the results of the investigation, cause was not established; therefore, a root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover was burned. It is likely the following led to the malfunction: stress problem identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.